Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a neurovascular procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. Philips field service engineer (fse) visited onsite and found a wireless foot switch function not working. Upon troubleshooting, fse found that the issue was due to a mechanical problem. To resolve the issue, the field service engineer replaced the wireless foot switch on another case. After replacing the wireless foot switch, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of x-ray during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray loss issue may resolve, allowing for continuation and completion of the procedure. A loss of x-ray happened, and the procedure resolved as planned by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.